Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy howell d.a.s.h. Extraction balloon. During use, the balloon was advanced through an endoscope. After inflation, the balloon would not deflate. The physician broke the balloon on the elevator of the endoscope intentionally to facilitate removal of the extraction balloon. No portion of the device detached into the pt. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Our eval of the returned device was unable to confirm the report as it was described. The condition of the returned device (i.e. Balloon broken by end user to facilitate removal) prohibited a balloon deflation test. The syringe provided with the extraction balloon was returned and attached to the inflation lumen of the balloon catheter. The inside of the inflation syringe contained drops of liquid, possibly water or saline. This suggests the balloon was inflated with an alternative medium. The balloon material had been broken by the user, but no portion of the balloon material was missing. The catheter was free of kinks or bends. No other observations were made. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this prod family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: info regarding the material used to inflate the balloon was requested from the initial reporter, but a response was not received. Upon eval of the returned device, drops of liquid were observed inside the balloon inflation syringe. This suggests the balloon was inflated with water or saline, which is against the instructions for use and can cause difficulty with balloon deflation. The instructions for use direct the user to inflate the balloon with air only. If the device is inflated with an alternative medium, such as water or saline, this can compromise balloon function. All howell d.a.s.h. Extraction balloons are subjected to an air inflation test to ensure proper balloon deflation prior to distribution. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time, because the report of balloon deflation difficulty was unable to be verified. The results of our prod eval suggest the prod was used in contradiction with the instructions for use. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.